Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor watertightness of coupler unit, water tightness was lost. The most probable cause was traced to component failure. The most probable cause of white dots in the image was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head had lost its watertightness, and the image has white dots. There was no patient involvement.